Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. H3 other text : see section h.10.

Event description:
It was reported that the catheter broke during use with a bd nexiva¿ 20 ga x 1.25in sp with maxzero. The following information was provided by the initial reporter: it was reported that the meeting point between the end of the clear tubing that's furthest from the patient and the pink lure lock portion was broken.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the catheter broke during use with a bd nexiva¿ 20 ga x 1.25in sp with maxzero. The following information was provided by the initial reporter: it was reported that the meeting point between the end of the clear tubing that's furthest from the patient and the pink lure lock portion was broken.